Event description:
Customer reported system locking up system lockup after bootup and setting for 15-20 minutes. System does not always boot, several tries before successful boot.

Manufacturer narrative:
Gehc surgery fse replaced arcnet com cables from system interface to universal node. Also replaced ps2 power supply along with universal node. Reload config files. Several other problems where corrected also - ps1 power supply had a broken blade on the fan causing alot of vibration -- replaced power supply. System ac voltage was tapped incorrectly. Ac on secondary was 110.0vac retapped so secondary reading was 120.0vac. Several connections with loose screws. Tighten screws. System boots correctly after. Booted 5 times correctly. Left system on for 3 hours and came back to system. System responded and produced x-rays. System operates as intended at this time. Test equipment.